Event description:
It was reported that the patient underwent a revision procedure due to sepsis. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2022 -02402, 0001825034 -2022 -02401. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up report will be submitted. Product not returned.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Proposed annex g code: mechanical (g04) - stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.